Event description:
The customer reported that during the device upgrade, the device was turned off and now the device is not powering up correctly. There was no report of pt involvement.

Manufacturer narrative:
(B)(4). A f/u report will be submitted upon completion of the investigation.